Event description:
Pt was referred for pacemaker revision due to product recall of atrial pacing lead. Lead was easily removed and noted to have an insulation defect over the j wire. The wire was not fractured. A new atrial lead was inserted via a subclavian puncture without difficulty and tested. The procedure was completed without complication or problems.